Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code changed to a1102.

Manufacturer narrative:
Corrected information has been provided in h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Clinical rationale: an impella cp device was inserted via the right axillary artery in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. At the start of the case, a controller error occurred on the automated impella controller (aic), and no placement signal or left-ventricular (lv) signal was present within the first two minutes. Upon initiation of impella support, placement and lv signals remained absent; however, no alarms were present, and impella motor current and flows were within expected ranges. The device was replaced as a result of the failure. Care was later withdrawn, and the patient expired. The reported events are placement signal issues, device revision or replacement, hemodynamic instability and death. The patient's death is most likely due to the severity of the patient's underlying ami/cgs and hemodynamic instability associated with scai shock stage d.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.